Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 96 machine. The pre-dialysis weight of the patient was 73.5kg, and the after use weight was 70.9kg. The uf setting on the machine was 1.8l/4hr. At the end of treatment the machine displayed a uf rate of 1800ml. The patient was provided with a "high-sugar oral diet" and fluids. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. The machine ultrafiltration (uf) unit was observed to be out of specification. The service history review revealed no indication that the parts replaced during service caused or contributed to the reported event. The reported condition was verified. The cause of the event was the uf unit which was calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.